Event description:
On or around on (B)(6) 2026, the user reported an allergic skin reaction associated with use of the clear adhesive patches. The user stated that symptoms, including redness and rash, began a few days after sensor insertion on (B)(6) 2026, though an exact onset date could not be recalled.

Manufacturer narrative:
The adhesive patches (clear and/or white) may cause skin irritation or allergic reaction, which is a known and anticipated potential adverse effect as described in the eversense user guide, and does not require further investigation. The user reported a known history of sensitive skin. At the time symptoms developed, tegaderm was being used over the insertion site, and no lotions or creams were applied prior to symptom onset. Review confirmed that the adhesive patches were within their expiration date. Customer care contacted the user to obtain additional details and confirmed that the user's healthcare provider was aware of the reaction and had prescribed mupirocin to manage the irritation. Adhesive tips were reviewed and shared with the user via email.